Event description:
A zoll distributor returned monitor sn (B)(4) to report that the response buttons are non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons) has been confirmed. Upon investigation the rear response button was defective. The cause for the failure was isolated to worn contacts on the rear response button cable. The worn cable produced an intermittent connection. The root cause for the worn contacts could not be positively identified. No adverse event resulted from the defective monitor.